Manufacturer narrative:
Results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, the device history record, maintenance record analysis and quality notification analysis was performed and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: it was not received sample from customer to analysis. DHR review: the batch complained was manufacturing in 07/september/2017 until 14/ september /17. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 1 hour in (B)(4) pieces. There are no quality notification (qn) and maintenance records that could lead to this issue. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect.

Event description:
It was reported that the barrel on a 5 ml bd emerald¿ luer-lok syringe was cracked resulting in leakage. There was no report of exposure, serious injury or medical intervention.